Event description:
It was reported that prior to start of da vinci-assisted surgical procedure; while placing tip cover on monopolar curved scissors, grey part of tip fell off. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was found to have a broken tube adapter. The broken piece, measuring approximately 1.8mm 2.6mm and was not returned with the instrument. Visual inspection was performed and there was no damage to the snake wrist cables and housing. Additionally, the instrument was found to have a detached fragment. Visual inspection was performed and the detached fragment was broken from the tube adapter. The area of the detached fragment measures approximately 1.8m 2.6mm in size. The instrument was found to have a bent main-tube tube. Visual inspection was performed and the tabs on the distal main tube were found bent and protruding outwards. The bending damage is located approximately 84mm from distal tip. The instrument was found to have residue. During visual inspection, white residue was observed on all four of the clamping pulleys, located inside the backend of the instrument. The instrument was found to have a corroded bearing. The housing was removed for inspection and orange discoloration was observed on 10 bearings near the clamping pulley, inputs and section gear, which indicates corrosion. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.